Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log analysis tool was utilized. Alarm 278 - "internal oxygen concentration high" triggered and luminox sensor reading higher than 30% even in an environment without any oxygen source. It has been determined that the luninox sensor output drifted too much due to a photo-bleaching. In this case the calibration of photonic o2 sensor is not possible. Vyaire medical informed customer that main electronics needs to be replaced.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 278 - internal oxygen concentration high. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire technical support reviewed the log files. The unit was running with very old software 6.0.1200.0 and alarm 278 has triggered 195 times between 19feb 23 and 03 may 23. They updated the software with 6.0.2100.0 on 19th apr 2023 and tried to perform the photonic sensor calibration. Vyaire informed the customer that main electronics needs to be replaced. This unit is out of warranty now. Root cause has not been determined as suspect device has not returned yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.